Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles with the incident lot was observed. This is a cosmetic defect which should not impact the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® lh pst¿ ii plus blood collection tubes air bubbles were discovered in gel. The following information was provided by the initial reporter, translated from french to english: we noticed that some ref (B)(4) tubes had air bubbles in the gel (lot 0115167).